Manufacturer narrative:
The technician replaced the 22-position connector and the bottom of foot board as well as the upper tier pcb part to repair the bed.

Event description:
Info received indicates the bed has no knee down function due to corrosion on the 22-position connector and the switch on the upper pcb for knee lockout is worn.